Event description:
It was reported that pump touchscreen had cracked and shattered while customer was playing a sport, leaving display illegible and touchscreen unresponsive so customer could not interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.